Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the lithium ion battery had become bloated. The battery was left with the customer to be handled by the facility hazardous material removal process. A new battery was shipped to the facility and the biomed manager confirmed the function and charge capability of the new battery. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a bloated battery. There was no patient involvement, and no adverse event reported.